Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality control (qc) data, which showed qc were within range at the time of the incident. The cause of the discordant, false negative hcg result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The customer also ran a single sample rapid test for hcg which resulted positive for pregnancy. The sample was sent to another laboratory for testing, resulting positive. The sample was then repeated on the same instrument, also resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.